Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 50 days. Thrombus was confirmed through the evaluation of the returned lvad pump. The pump was returned with the outflow elbow attached. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Examination of the inlet housing upon disassembly of the pump revealed a thrombus formation surrounding its bearing cup. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. A flat, tissue-like deposition was also found on the body of the rotor. Areas of this deposition were hard and denatured indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Further analysis of the pump revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator; however, its areas of denaturation suggest that it was present while the lvad was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase, as well as the increase in power and decrease in pi that were identified in the log file that was submitted by the account. The device functioned as expected during functional and electrical testing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced elevated lactate dehydrogenase on (B)(6) 2016, and that the patient was admitted on (B)(6) 2016. The following day the patient experienced an unspecified, acute change in status, requiring transfer to the intensive care unit and subsequent pump exchange. It was reported that upon explant thrombus was observed in the device. It was incidentally reported that two days post-lvad exchange, the patient experienced respiratory failure and required extracorporeal membrane oxygenation (ECMO). It was reported that the lvad was not a contributory factor to the ECMO requirement. ECMO was being utilized for respiratory failure only. The newly implanted lvad was operating as expected.